Event description:
Reportedly, the instrument was fired correctly across the stomach during the original procedure. In 2001 the patient was reoperated on due to complications. When the patient was reopened, the surgeon found that the middle of the staple line had dehisced. The surgeon hand suture to close the defect.